Event description:
The failed unit typically runs on battery for about one to one and half hours a day. It is plugged into ac power for the rest of time. In 2007, the unit had low battery alarm after one and half hours; and then shut down within a minute. The next day, the unit had low battery alarm after one hour and shut down within a minute. Please note that there was no death or no severe injury involved in the incident.